Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). (B)(6). The customer decided to retest in the afternoon because the morning result was high and kept repeating the tests because he felt as if the meter was not producing accurate results. The customer stated he does not know which result to believe. The customer used different fingers for each testing. The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. There was no change with coumadin, no new medication, no illness, no diet change, and no bleeding or bruising. The therapeutic range was 2-3 inr. The customer did not contact the doctor about the results. There was no allegation of an adverse event. The suspect meter and strips were requested to be returned for investigation. The customer's meter was received for investigation and was tested with masterlot strips in comparison to a retention meter and masterlot strips. Donor inr: 2.1 inr & 2.3 inr. Donor hct: 47% & 48%. Donor 1: master lot / master lot strip and customer meter 2.1 inr/ 2.1 inr . Donor 2: master lot / master lot strip and customer meter 2.2 inr/ 2.3 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. Relevant retention test strips (lot 235609-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. No information was provided in the complaint case that would point to a cause for the result discrepancy.